Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the supply bag became disconnected. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the supply bag disconnected without falling which is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.